Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was recently implanted and during the procedure, an left ventricular (lv) lead was attempted. Due to patient anatomy, the lv lead was not successfully placed. Another revision procedure then occurred to implant an epicardial lv lead. That lv lead was placed and connected to this crt-d. However, one day post-implant, high out of range pace impedances on the lv lead were observed. The values were greater than 3000 ohms. Further review found that the physician was supposed to change out this crt-d during the epicardial lead placement due to the header and lead configurations. As the connection was off label use and causing the out of range impedances, another procedure occurred to replace this crt-d. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.